Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing unknown diagnostic procedure. The procedure was completed by moving the patient to another room. The philips remote service engineer (rse) examined the system remotely and confirmed that the system could not make exposures that the system could not make exposures that the system could not make exposures. Review of the logfile shows error code xsc: tube current out of range. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the issue was caused by tube arcing. The fse also found error xsc: tube current out of range, confirming x-ray tube to be defective. To resolve the issue fse replaced the c-arc drive cover and screwed it in place to make sure that it was not going to come off. The defective part was sent for analysis, for x-ray failure was observed and the failure was found to be vacuum leak. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.